Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer also reported that the insulin pump had insulin pump error. Customer reports they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer states the alarm did not occur immediately after a battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No blank display noted during testing. No pump error alarms noted during testing. Pump error alarmed during self test and was confirmed in pump history file due to cold solder joint found on pin 6 of the u1 ambient light sensor.